Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 335 mg/dl with nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that the pump alarmed for loss of prime multiple times and the reporter was unable to complete prime step with cartridge change. The reported issue was not resolved with troubleshooting. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Further review of the troubleshooting script revealed that the alleged hyperglycemic event was associated with a use error in that the patient did not complete the rewind/load/prime step after cartridge change on multiple occasions. (B)(4).